Event description:
Acct. Reports that an infant was being weaned from the ventilator and noted that the infant was not remaining quiet. Sheets were noted to be wet and further investigation showed crack in the IV stopcock. Infant required additional medication in order to paralyze her. No injury to pt., but required additional time to treat baby due to the time setback.